Manufacturer narrative:
(B)(4). Concomitant medical products - concomitant devices - persona partial knee cemented femur size 3 left medial catalog #: 42558000301, lot #: 63690609. Persona partial knee articular surface left medial size h 9mm catalog #: 42518200809, lot #: 63621664. Persona partial knee tibial cemented size h left medial catalog #: 42538000801, lot #: 63673971. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2023-00547, 0001825034-2023-00548.

Event description:
It was reported that the patient fell approximately two months following left partial knee arthroplasty after feeling unstable. X-rays were taken and no intervention was required. The patient remained generally dissatisfied, but demonstrated improvement in pain and function. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.